Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. In addition: (B)(6). The reason for reoperation was reported to be due to a rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanted physician reported a ruptured device. Device has been removed. Affected side unknown. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified the device was underweight, an opening, crease flat, missing piece of the shell and brown particles. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior due to an unidentified (tear) opening and a missing piece of the shell due to inconclusive.

Event description:
Explanted physician reported a ruptured device. Device has been removed. This record is for the left side.